Event description:
It was reported that the ground path was compromised due to a loose ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.